Event description:
A physician reported that a pt who was using novofine 8 mm (30g) due to type 2 diabetes mellitus, experienced that while hospitalized the needle broke off and remained in their body during injection in 2004. The pt was hospitalized in 2004 for control of their diabetes mellitus. While the pt performed an inection of innolet n chu (long-acting human insulin) the needle broke off and remained in their body (the needle was new). In 2004 the needle was surgically removed. The pt was discharged from the hosptial in 2004 and as of 15 days later pt has not yet recovered from the event. It was stated that the pt performs air shots with each injection and they never re-use them. Comment: the reporter suspects the event to be caused by the pt's awkwardness and insufficient knowledge about insulin injection. However, weakness of novofine needle is also suspected.